Event description:
Following a gastric bypass procedure, on the first post operative day it was established that the staple line had been compromised / ruptured. The dr immediately re-operated and closed this rupture with non-absorbable sutures. The pt is doing well and recovering according to schedule.